Event description:
It is alleged that two pieces of the same lot exhibited leakage of the cuff. The patients were subsequently re-intubated, and no further consequences are reported. Customer also indicates that the tubes were too rigid.